Event description:
It was reported the device was used during a wedge resection (lung) procedure. It was reported by the affiliate that after the 8th firing, the jaws would not open. The surgeon could not remove the device from the tissue. The case was converted to an open thoracotomy procedure.